Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. A system error 322 was confirmed through review of the device history log, as well as reproduced during evaluation. The upper and lower auxilliary components were replaced as they are known contributors to this symptom. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump was alarming for system error 322. It was also reported that there was no pt injury.